Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the ins passed functional testing and not significant anomaly was identified; however the setscrew was backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins replacement case, the old ins was removed and a new one was implanted. Initially the rep had an issue of impedances being >4000 ohms on all contacts. They removed the lead from the new ins, wiped it down and re-inserted and re-tested impedance with the same issue. They repeated this multiple times and the issue would not resolve. The rap noted that the lead was in all the way and they saw the blue tip, they didn¿t have issues with tightening down the lead. Impedances were tested, and they saw >4000 ohms on contact 0 at the end of the case and it couldn¿t be resolved. The rep tested a various voltages and pulse widths, the issue still would not resolve. The rep replaced the ins with a second one and it worked with no issues, all of the impedances were in the normal range as expected. It was reported that the ins had an out of box failure. No patient symptoms were reported. No further complications were reported.